Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the right coronary artery(rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was inserted after unsuccessfully inserting a 38mm stent to the tortuous vessel; however, it was noted that the vessel was dissected. The patient was sent for surgery. No further patient complications reported.